Manufacturer narrative:
Additional information requested and received: when the device stuck, did the device deliver any staples: no. When the device stuck, did the device cut: yes. If yes, was the cut line complete: yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc: jagged cut line. When the device failed to open, was the device locked on tissue with the jaws closed: yes. If yes, did the jaws eventually open: yes. What color cartridge was being used: green. Was there any patient consequence or change in the post-operative care of the patient as a result of the event: no.

Manufacturer narrative:
(B)(4). Additional information: batch # m54n9d. The ec45a device was received for analysis with no visual non-conformances and with an ecr45b cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested: when the device stuck, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the device stuck, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the device failed to open, was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? What color cartridge was being used? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a low anterior resection procedure, the device stuck and failed to open the anvil. It is unkinown how the procedure was completed. There were no adverse consequences for the patient reported. One device was discarded.